Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned and analysis revealed that the reported main coil broken/fractured was not confirmed; therefore, this record has been deemed non-reportable.

Event description:
It was reported that the coil (subject device) broke in the hub of the catheter when the sheath was being removed. There were no reported clinical consequences to the patient.

Event description:
It was reported that the coil (subject device) broke in the hub of the catheter when the sheath was being removed. There were no reported clinical consequences to the patient.